Event description:
Information was received from multiple sources (patient, manufacturer representative, healthcare provider) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had been started on three new medications and their baseline dizziness had gotten worse. The patient had fallen three times and had a return of pain. An x-ray on (B)(6) found that the lead had migrated. An impedance check showed it was within normal limits and the patient was reprogrammed. On (B)(6) the patient noted they accidently turned stimulation on and were going to the hospital for severe pain and felt a burning sensation on their left side. It was noted that the patient had been directed to keep the stimulation off prior to this event.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Section d references the main component of the system. Other medical products in use during the event include: brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; brand name vectris surescan; product ID 977a260 (serial: (B)(6)); product type: 0200-lead; medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the implantable neurostimulator (ins) passed functional testing. Analysis of the lead (lot#: va2t92m037) revealed that he lead was returned segmented; however electrical testing of the returned seg ment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Analysis of the lead (lot#: va2usbb025) revealed that the lead was returned segmented; however electrical testing of the returned se gment(s) determined that continuity was complete and there were no electrical shorts between the circuits. Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2023: product type lead. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. They reported that the replacement procedure was (B)(6) 2024. Patient stated they did not charge the device; therefore, the manufacturing representative (rep) was unable to connect to battery. Patient stated their dizziness began to worsen when placed on a couple new neurological medications. They had fallen several times since, which ultimately lead to significant lead migration. The rep was sending the old system back for analysis.